Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device presented no damage or irregularities. Functional testing was performed by attempting to rotate the drive shaft and the drive shaft was not able to rotate. Then functional testing was performed by connecting the rotablator advancer to the rotablator control console system. When the foot pedal was pressed, the advancer was not able to run, so it did not get any speed and a stall error was displayed on the console. The advancer was dismantled and the components inside the advancer were inspected and there were no damages or irregularities identified. There were no leaks identified from the sheath, water was coming from the end of the sheath to lubricate the catheter during rotation as expected. Product analysis confirmed the reported events, as the device stalled and will not run. Destructive testing was not able to confirm what the cause of the reported stall was. The reported leak was not able to be confirmed, as the drip at the end of the sheath functioned as intended.

Event description:
It was reported that the burr was leaking rotaglide flush. The target lesion was located in the coronary artery. A 1.25mm rotalink plus was selected for use. During the procedure of burring the vessel, they have made two passes and on the third pass, the burr slowed and eventually stopped near the lesion and stall light was noted. They checked the air pressure and flush, and they were operating fine. They then dynaglided the burr out with no issues. The procedure was completed with the device used. However, when the device came out from the patient's body, the burr was leaking rotaglide flush in the middle of the catheter. There were no patient complications reported.

Event description:
It was reported that the burr was leaking rotaglide flush. The target lesion was located in a calcified coronary artery. A 1.25mm rotalink plus was selected for use. During the procedure of burring the vessel, they have made two passes and on the third pass, the burr slowed and eventually stopped near the lesion and stall light was noted. They checked the air pressure and flush, and they were operating fine. They then dynaglided the burr out with no issues. The procedure was completed with the device used. However, when the device came out from the patient's body, the burr was leaking rotaglide flush in the middle of the catheter. There were no patient complications reported.